Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with a microcatheter. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was effiebt + coraspin. There were no complications noted on the angiographic result post procedure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box and within a sealed pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~42.0cm. The phenom 27 catheter body was found accordioned from ~6.5cm to ~8.5cm from the proximal end of the catheter hub. The phenom 27 catheter outer braids were found exposed and protruding from the catheter outer diameter at ~31.5cm from the catheter distal tip. The phenom 27 catheter body was found accordioned from ~28.5cm to ~25.5cm from the catheter distal tip. The pipeline flex pusher was found extending out from within the phenom 27 catheter distal tip for ~5.0cm. The catheter distal tip was found in good condition. The pipeline flex pusher sleeves and tip coil were found in good condition. The pusher could not be removed from within the phenom 27 catheter as it was found stuck. The pipeline flex braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed). Testing/analysis: the phenom 27 catheter total length was measured to be ~159.0cm and the usable length was measured to be ~152.3cm. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. However, it is likely the damage found with the pipeline flex braid contributed to the event. Braid damage can occur if the device is advanced against resistance. From the damages seen with the phenom 27 catheter (accordioning/braid protrusion) it appears force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.